Event description:
It was reported that during treatment of a stenosis at the proximal left anterior descending artery, during advancement of the 3.0 x 33 mm xience prime stent delivery system (sds) to the vessel, the catheter broke but did not separate into two pieces. The device was removed and replaced with another 3.0 x 33 mm xience prime sds that successfully deployed. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft break was able to be confirmed. The failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Additional information was received stating that there was resistance with the anatomy during advancement. No additional information was provided.